Manufacturer narrative:
Concomitant medical device: d314trg crt-d implanted (B)(6) 2012.

Event description:
It was reported that the left ventricular (lv) lead exhibited high thresholds. Output had been increased with subsequent diaphragmatic and phrenic nerve stimulation. Elevation of lead impedance to a high range was also observed. The lead was turned off and was subsequently capped and replaced. The patient's cardiac resynchronization therapy defibrillator (crt-d), which was noted to have moved significantly from original pocket placement, was also explanted and replaced. No further patient complications have been reported as a result of this event.